Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient received an inappropriate shock due to the device detecting an episode of supra ventricular tachycardia (svt) as ventricular fibrillation (vf). Additionally, it was noted that the atrial lead exhibited p-wave undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.